Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the injector did not catch the edge of the optic and went under the iol not initiating the folding. The procedure was completed by using the backup lens. There was no patient impact.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., h.11. The product was not returned for analysis. Only photo was returned. The trailing haptic was observed to be stuck/caught in the nozzle tip on the returned photo. The returned photo shows an activated company device. The plunger is advanced outside the tip of the nozzle. Part of the iol and one haptic is advanced outside the nozzle tip. The trailing haptic and part of the optic appears to be stuck at the tip of the nozzle. The complainant indicates the use of healon as a viscoelastic which is not qualified for use with the associated product. We are unable to determine the root cause for the reported complaint lens pusher went under the lens. The product was not returned for analysis. The trailing haptic was observed to be stuck/caught in the nozzle tip on the returned photo. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).